Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. The customer's blood glucose reading was 30 mg/dl at the time of the event. Prior to the event, the customer experienced a blood glucose reading of over 500 mg/dl, so she took a 25 unit manual injection of insulin. The customer's mother stated that the manual injection caused the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.